Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying out the grounding sheets and found out they were supposed to check with the doctor first or turn off the stimulator, so they turned the therapy off. Now they are trying to confirm that they are turning the therapy on right. They don't know if it is just a coincidence, but they are peeing a lot. They have a little pressure feeling. They feel like they have to pee. The issue they would guess started three days ago. Agent walked caller through checking their settings. The therapy was on. Agent asked if they had this feeling when the therapy was off. They said no it was when the therapy was on. Patient said they did call the doctor and the doctor told them they can used the grounding sheets with their device.